Manufacturer narrative:
The technician replaced the ratchet rivet on the side rail to repair the stretcher.

Event description:
Information received indicates the side rail will not rise into the latched position.